Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 g5: k990090 g5: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Manufacturing site evaluation: investigation ongoing. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the needle was detached from the suture prior to patient use. This was noted as an out-of-the-box occurrence, and there was no patient harm. It was confirmed that there was only one pack involved. No further information is required.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code-batch. We have received one open sample from the customer with the needle detached from the thread. Without any closed sample we cannot carry out an analysis in order to take a decision. We have tested the needle attachment of the samples from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 1.65 kgf in average and 0.89 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: in spite of receiving a defective sample, the results of the samples from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.